Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the valve dislodged from the annulus into the ascending aorta after full deployment. The valve was then snared into the ascending aorta, and a non-medtronic (sapien) valve was implanted. There were no anatomical features identified by the experienced physician that could have contributed to this outcome. Additional information was received that a pre-implant balloon dilation was performed and a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter in cusp overlap view. Prior to valve dislodgement, the implant depth was approximately 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc).

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the valve dislodged from the annulus into the ascending aorta after full deployment. The valve was then snared into the ascending aorta, and a non-medtronic valve was implanted. There were no anatomical features identified by the experienced physician that could have contributed to this outcome.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: continuation of d10: product ID d-evolutfx-2329; product lot/serial number na; product type: heart valves; implant date na; explant date na h2 h3 h6 additional codes image review: seventeen intraprocedural media files were provided for review of the event. The patient¿s executive summary was unavailable, limiting the ability to conduct a thorough anatomical assessment. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. Fluoroscopic valve load inspection was performed and a misload is evident identified by crown overlap reaching node 4 and a possible bent strut in the outflow region. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, a misload was not documented suggesting the valve was used for the procedure. Valve depth prior to final release was approximately 2 millimeter (mm) on the non-coronary cusp in the cusp overlap view, and 4mm on the left coronary cusp in the left anterior oblique (lao) view. Despite the misload, there were no obvious signs of infolding and there is no evidence of recaptures. The valve was subsequently released; however, both paddles are not completely visible, only one paddle can be seen suggesting that one of the paddles was hung up onto the paddle attachment. This is not an uncommon occurrence and per medtronic best practices, if paddle hang up occurs: gently adjust the delivery catheter system or guidewire to free the paddle from spindle, taking care to avoid valve dislodgment. If the delivery catheter system or guidewire adjustment is unable to resolve paddle hang up, then slowly advance the capsule to push the paddle off the spindle (turn delivery system knob in the opposite direction of deployment to advance capsule). Sometime during removal of the delivery catheter system, the valve dislodged aortic. The dislodgement event was not captured therefore it is not possible to validate cause of the dislodgement. Consequently, the dislodged valve was snared to the ascending aorta, and a non-medtronic valve was implanted. As stated in the IFU: potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.